Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross-talk oversensing leading to inappropriate atrial tachycardia response (atr). Lead measurements were within normal range. Technical services were consulted and it was confirmed that the crt-d working as intended. Currently, this device remains in service and no adverse patient effects were reported.